Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. An occlusion alarm was found in the event history log (ehl). A premature occlusion alarm was found during an occlusion test. This error was produced because the main board was not operating as a result of normal wear. The alarm reported by the customer was not confirmed during the investigation. A different alarm (occlusion) was found. The main board was replaced to fix the pump.

Event description:
It was reported that the medfusion pump produced a travel position error. No patient injury or complications were reported in relation to this event.